Event description:
Pump was misprogrammed on two occasions for ml's instead of mg's. The displays were not read by the clinicians. In both cases the pt's did not require medical intervention. Please refer to attached medwatch and usp medication error report attached.